Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon. It was also reported that a leak was identified.

Manufacturer narrative:
Received only a 3-way tsc catheter for evaluation. The reported event was confirmed; however, the exact cause of the sample condition could not be determined and could not be confirmed as a manufacturing related process. The sample was visually evaluated and a tear was observed on the inflation lumen from the inside. Microscopic examination of the tear looked like it was caused by a rough object from inside. Per the functional testing, the sample was inflated with water and water was observed leaking from the inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon. It was also reported that a leak was identified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon. It was also reported that a leak was identified.